Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3514 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿on (B)(6) 2 failed reinsertion attempts in left arm. Inserter reported the successful introduction of the guide wire and then unable to advance the catheter meeting resistance at approximately 40 cm. Inserter did not recall any breach in practice or protocol during these two attempts. Successful insertion on the right. Placement confirmed with 3cg technology but inserter did not print a record so patient was sent for a chest xray to document placement. (B)(6) PICC accessed. Large amounts of bruising noted to left ac area/old PICC line site and slightly edematous. July 20th patient assessed for bruising, pain and edema of old PICC site. Sent for urgent cxr and u/s. Cxr showed PICC line fragment in left axillary vein. This cxr was compared to the july 15th cxr where, in retrospect, the foreign body was noted to be present and unchanged. The u/s showed a partially occlusive focal 1.9 cm in length thrombus in the left axillary vein as well the PICC remnant measuring 3.5cm in length. Doctor wrote orders for patient to be seen at facility for assessment/retrieval. (B)(6) pt seen in facility. The initial fluoroscopic image showed a 5-6cm thin metallic wire in the left axilla. During attempt to remove the foreign body it was noted that there was a narrowing of the left subclavian vein and the retrieval wire could not be passed. They changed approach to the left basilica vein and were successful in snaring the metallic wire from its proximal end, however, while removing the wire it broke. This resulted in them removing the proximal half first and then snaring the distal portion next. In total approximately 5cm of wire was removed. (B)(6). Patient called to follow up. Patient reported tenderness to neck at access point for ir. Tenderness to left arm not worsening, decreased edema and redness reported. Sample not available for evaluation.¿